Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were 1.2, 6.2 (repeat 6.7) inr. The corresponding lab results reported were 1.9 and 3.3 inr. No treatment was provided. The device was replaced and requested to be returned for evaluation.